Event description:
During therapeutic insertion of the device, the stent deployed a little by itself. The physician pulled the device to remove it and felt strong resistance. He was able to remove it and place another stent. The procedure was successful.